Event description:
During a laparoscopic cholecystectomy, the medium ligaclip stapler wasn't closing the staples completely. A 12mm trocar was obtained and a large laparoscopic ligaclip stapler was used. The staples closed completely.